Event description:
It is reported that the removal of the dressing, the pt's skin presented with redness,, blistering and bleeding resulting from contact with product's adhesive resulting in its removal and replaced with an aquacel foam non-adhesive dressing. It is further reported that the dressing was in placed for seven (7) days at a time for four (4) weeks without issue.

Manufacturer narrative:
Based on available info, this event is deemed to be a serious injury. Final quality eval performed on (B)(4) 2014 is based on the following requirements: the lot number was not provided. However, an investigation was initiated and closed on (B)(4) 2014 by third party MFR, (B)(4), based on the review of the device history records, sterilization process documentation, and retain sample for the ten (10) previous lots. Results showed no non-conformances in the raw materials, mfg, packaging, or the sterilization processes. This report is now a part of (B)(4) CAPA system. (B)(4) will continue to monitor that system for any indication of repeatable reports by complaint type and by product number. Add'l quality eval states that there were forty eight (48) reports with similar complaint for apparent allergic reaction to the silicone adhesive; eighteen (18) of these were within the past year. No add'l pt/event details have been provided to date. A return sample for eval is not expected. Should add'l info become available, a f/u report will be submitted. Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.